Event description:
The pt was implanted with a left ventricular assist device. Approx 4 years post-implant, the pt was at home and stated that he heard an audible alarm on his system controller. The pt also stated that he felt irregular pump support for a short period of time. He mentioned that he had experienced a red heart alarm two times previously, but had ignored it, due to the fact that while connected to his batteries, the alarm disappeared. The next day, the pt was admitted to the hospital, examined, and x-rays were taken. A repair to the external portion of the percutaneous lead was attempted by the MFR's trained technical service personnel; however, during the repair, fluid was observed inside the silicone cover. At this point, the repair procedure was discontinued and the findings were reviewed with the hospital staff. A decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.